Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition due to farfield left ventricular (lv) signals oversensing. Troubleshooting was performed and the signals were able to be recreated. The technical services (ts) proposed checking other pacing configuration such as bipolar (lv) or unipolar from tip. Furthermore, there was a risk of intermittent over sensing creating ventricular pauses and risk of ventricular tachycardia (vt) under sensing. Subsequently, the physician decided to schedule replacement procedure for the device to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.